Manufacturer narrative:
Certas valve was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for the issue reported by the customer, could be due to biological debris or protein build up interfering with the device mechanism, as the device was not returned for investigation this cannot be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 3 reports: same failure, different patients. Other mfg report numbers: 3013886523-2022-00515, 3013886523-2022-00516. One patient had codman certas plus installed 3 years ago (patient 1), the second patient had codman certas plus installed 1 year ago (patient 2), the third patient had codman certas plus installed 1 month ago (patient 3). In all 3 cases, the valves didn't change pressure settings by programmer for unknown reasons. With repeated attempts to change the pressure setting, the indicator did not change. The valves have not been removed from patients. At now the valves are operating as fixed pressure valves. All patients are children. To the best of the reporter's knowledge, 2 patients may have suffered minor head injuries with daily life (non-serious injuries, as in a typical active child with an active lifestyle). 3rd patient had no injuries at all. The event led to increase surgery time, unknown for how long.